Manufacturer narrative:
Product analysis :no witness marks could be identified on the mas that are consistent with implant contact with rod, set screw or full tightening of a set screw within the mas. Dimensional inspection of screw major, minor, and neck diameter found to be conforming to print specification. The above observations are consistent with incomplete tightening of the set screw during construct assembly.

Manufacturer narrative:
Product analysis: no witness marks could be identified on the mas that are consistent with implant contact with rod, set screw or full tightening of a set screw within the mas. Unable to determine root cause from the available information.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that patient underwent surgery on (B)(6) 2015. On an unknown date in (B)(6) 2015, the patient started having post-op complications. The patient underwent regular check and the last one was in (B)(6) 2015. In (B)(6) the patient began to feel discomfort, noise and intense pain. The patient had now receiving analgesia. The products came in contact with the patient.

Manufacturer narrative:
Image review: x-rays taken intraop.single view shows possible unilateral vs bilateral fracture of screw heads from body of screw at lowest implanted level. No further detail is provided about surgical procedure duration of implant in body of fusion status.